Event description:
The customer reported the ventilator shut down and alarmed due to a vent inop data acquisition pcba adc failure while transporting a patient for testing. The customer reported there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the data acquisition pcb board to address the reported problem. Performance verification testing was completed to operating specifications and all tests passed.